Event description:
It was reported, through a medwatch report, that this right atrial lead exhibited undersensing. Evidence suggests that this lead remains in service. No further adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible. This lead remains in service. No further adverse patient effects were reported.